Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent up buttons response due to corroded keypad traces. No unexpected numbers ramping or scrolling during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 132mg/dl at the time of incident. Customer stated that the insulin pump buttons kept scrolling without input. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.